Event description:
The clinic reported an external leak from the machine. Gambro technical services (gts) diagnosed a failure of one valve from each balance chamber assembly. The cause of the failure was found to be "rtv" blockage from the diaphragm magnet, which caused the valves to stick open, resulting in the external machine leak. The balance chambers were replaced to correct the condition.